Event description:
It was reported that this electrode dislodged as shown via x ray. The electrode would be repositioned at a later date. It was noted that the patient had a deformed sternum which made it difficult to secure the electrode. No adverse patient effects were reported. The product remains in service.

Event description:
It was reported that this electrode dislodged as shown via x ray. The electrode would be repositioned at a later date. It was noted that the patient had a deformed sternum which made it difficult to secure the electrode. No adverse patient effects were reported. The product remains in service. Additional information was received which reported that a surgical revision was performed to reposition the lead. The physician thought the cause of the dislodgement was due to the suture was only shallow in the fascia layer due to the patient's sternum deformity. The electrode was successfully repositioned. No additional adverse patient effects were reported. The electrode remains in service.